Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the prolieve system increased temperature and shut downshut down in the middle of the procedure and the complaint reporter had to restart the procedure. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, a service report of the console by a bsc field services engineer revealed an MDR-reportable malfunction of the rf value was out of specification. The MDR is based upon the service results.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the prolieve system increased temperature and shut down in the middle of the procedure and the complaint reporter had to restart the procedure. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, a service report of the console by a bsc field services engineer revealed an MDR-reportable malfunction of the rf value was out of specification. The MDR is based upon the service results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, was serviced on-site post procedure where a bsc field service engineer (fse) to address the console rebooting itself during treatment. The complaint was confirmed. Fse found that the watchdog timer board needed to be replaced. When replaced, the new board corrected the rebooting issue.